Event description:
I had my dental silver filling removed in order to be replaced with a crown. The tooth that was worked on had a large filling. After the procedure I had a mild sore throat that got worst by time. I have been suffering for the past 4 mos with sore throat, muscle aches and cognitive issues. I get cold very easily, and constantly feel sick. For most of my time I have been very healthy with very strong immune system. I would catch cold or get the flu once every 3-4 yrs. When my co-workers would get sick I would always be healthy. This sudden change of health started since my dentist visit and can not be a coincidence that it started from the date of my dentist visit.